Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient developed a blood clot in his spine. The implant surgeon went back in to remove the blood clot and explanted the spinal cord stimulation system to be safe. The patient was admitted to the intensive care unit at the hospital from the emergency room and then surgery was done right away. The issue was resolved at the time of the report. There were no further complications reported or anticipated.